Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. The patient is waiting for their post operatively appointment. Explanted device will not return due to facility policy.